Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported it was very hard to get a strong re-charging signal. The patient repeated information that the neurosurgeon indicated ins was implanted too deep. New battery was scheduled to be implanted on (B)(6) 2018. Patient's weight at the time of the event was (B)(6) lbs. **refer to pe (B)(4) for belt broken and pe (B)(4) for pp poor communication with or w/o antenna**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had his battery defective and currently depleted. Troubleshooting included patient was schedule for surgery soon to get this battery replaced. It was mentioned one of his implants was dead. Patient stated the one that was implanted in 2012, this battery was defective. It was noted his battery would not charge, he could not find signal. Patient stated they tried to jumpstart battery, but it didn't work. In 2017, patient tried to jumpstart. It was mentioned his current doctor said ins was too deep when it was implanted in 2012. Patient stated he had run the battery dry. It was noted ins from 2012 was depleted and defective. No further complication and events were reported.